Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had miscalculated the amount of carbohydrates that were consumed. The customer consumed less grams of carbs than what she entered into the pump. The blood glucose (bg) dropped to 61 mg/dl. The customer consumed carbohydrates to address the bg level.